Event description:
The customer reported receiving hemoglobin (hgb) blank shift error messages on a unicel dxh 800 coulter cellular analysis system on patient results and quality control (qc) results, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. This report references the event which occurred on 04/15/2015; please refer to MDR report 1061932-2015-00780 for the report of the related event which occurred on 04/14/2015.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/15/2015. The fse noted that the customer was using suspect dxh diluent lot identified with a field action, for which the customer received notification. The fse removed the suspect diluent lot and consumed the diluent within the instrument. A new diluent lot was acquired and primed on the instrument to address the issue. (B)(4).